Event description:
Spontaneous communication. Nurse clinical educator (B)(6). Reported he had to troubleshoot patient's cadd legacy pumps. They were both alarming reading "no disposable damp". We tried a couple of cassettes and after a couple of hours, the alarms stopped. Serial number, lot number and expiration dates of cassettes are unknown as not reported. Issue is with cassettes not pump. No additional information to report at this time. Cassette return tracking information is not available. Photographs were not provided. This isa continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No further info, or details provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we replace the device? Yes, replacing the cassettes only; did the pt have a backup device they were able to switch to? Not reported. Was the pt able to successfully continue their infusion? Yes; per "cne" we tried a couple of cassettes and after a couple of hours; the alarms stopped; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by health professional.